Event description:
It was reported that the brake did not work effectively, and a perforation occurred. A 1.25mm rotapro and rotawire drive were selected for use. During preparation, there was an unusual noise, a noise disappeared when the cable was checked, so the procedure was continued. Dynaglide mode was used when the burr was advanced into the lesion. During procedure, the break-defeat button was locked with a wire clip torquer. However, it was noted that the wire advanced into the distal and perforated the blood vessel with the wire tip. Consequently, the procedure was not completed due to this event. The perforated patient was safe.